Manufacturer narrative:
Corrected data: one tactisys¿ quartz global pack was received into the lab for analysis with no accessories or original packaging available for inspection. The product functioned as anticipated during testing with no abnormalities identified. The device history record was reviewed; there were no non-conformances or rework associated with this serial number. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as the returned tactisys functioned as anticipated, with no anomalies identified.

Event description:
During the procedure, a delay occurred when electrode 4 did not appear on ensite and there was no signal on the proximal electrodes. The tacticath was replaced, and the ablation cable and rf cables were checked and found intact, but the issue remained. The procedure was significantly delayed due to troubleshooting, but the procedure was completed despite the issue. Due to the delay, the second arrhythmia was unable to be successfully mapped.